Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad and three resolute onyx stents were implanted into the rca. It was reported the patient suffered chest pain and a non q wave mi. The patient was treated with medication. The patient recovered. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as possibly related to the index device and not related to anti-platelet medication. Cec adjudicated the mi event as a non q wave mi of the target vessel, 3rd udmi peri pci.